Event description:
Spouse of home pt (hp) reported the baxter homechoice cycler may not have drained enough fluid off of hp during initial drain cycle. Hp started therapy with a 3 liter fill and only drained 11 cc in the initial drain and cycler then proceeded to fill 1 of 3. Hp's fill volume is 2801 ml. Baxter operational support representative (osr) assisted hp into a manual drain and when hp reached 1392 ml the draining process was very slow. The osr had spouse check for anything that may be causing the drain process to be slow. Osr had hp sit up and the draining process improved. The final drain amount was 6235 ml, osr had hp continue with treatment and advised them to contact healthcare professional (hcp) regarding this event. Hp denied experiencing any shortness of breath or feelings of being overfilled. Hp was comfortable. Spouse of hp reported no medical intervention was necessary and no pt injury resulted from this event, hcp confirmed this report. Osr did discover device initial drain alarm is set to the "off" position.